Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, an error code related to the charging of the internal battery was observed. The device's system board needs to be replaced to address the issue. The evaluation of the device has not yet been completed; the repairs have not yet been performed.